Event description:
The hearing aid user came to the dispenser's office for a regular checkup. The hearing aid consultant noticed that the hearing aid wax guard had separated from the instrument and was laying in the user's ear canal. The consultant had the user see her physician to remove the wax guard. The physician stated that he removed the foreign object from her ear canal and placed user on antibiotic eardrops to resolve the problem.